Manufacturer narrative:
The cobas pro analyzer serial number was (B)(6). On (B)(6) 2026, the field service engineer (fse) found qc was outside of the acceptable range. Wash racks were run, and afterward, calibration was acceptable. Qc issues were not resolved. The wash racks were run several more times. On (B)(6) 2026, qc results remained high. Calibration was not acceptable. The instrument was decontaminated, and wash racks were run. Calibration and qc were acceptable. Following these actions, the customer continued to receive questionable results. The fse returned to the customer site and checked various parts of the instrument. The fse found crystallization on the ultrasonic mixer; this was cleaned and removed. Wash racks were run. Afterward, operational checks, calibration, and qc were all acceptable. The customer has had no further issues. The investigation is ongoing.

Event description:
We received an allegation of discrepant high results for 11 patient samples tested for sodium electrode (na) on a cobas pro ise analytical unit. Patient 1 initial result was 152.5 mmol/l with a qc flag. The repeat result from a different cobas pro analyzer was 143 mmol/l. Patient 2 initial result was 149.5 mmol/l with a qc flag. The repeat result was 140.5 mmol/l with a qc flag. Patient 3 initial result was 151.8 mmol/l with a qc flag. The repeat result was 147.8 mmol/l with a qc flag. The repeat result from a different cobas pro analyzer was 138 mmol/l. On (B)(6) 2026, patient 4 initial result was 155 mmol/l. The repeat result from a different cobas pro analyzer was 143 mmol/l. Patient 5 initial result was 152 mmol/l. The repeat result from a different cobas pro analyzer was 143 mmol/l. Patient 6 initial result was 149 mmol/l. The repeat result from a different cobas pro analyzer was 139 mmol/l. Patient 7 initial result was 158 mmol/l. The repeat result from a different cobas pro analyzer was 144 mmol/l. On (B)(6) 2026, patient 8 initial result was 154.5 mmol/l. The repeat result from a different cobas pro analyzer was 143.4 mmol/l. Patient 9 initial result was 152.3 mmol/l. The repeat result from a different cobas pro analyzer was 142.6 mmol/l. Patient 10 initial result was 148.9 mmol/l. The repeat result from a different cobas pro analyzer was 138.9 mmol/l. Patient 11 initial result was 157.5 mmol/l. The repeat result was 144.2 mmol/l. The lower results were believed to be correct.